Manufacturer narrative:
(B)(4).

Event description:
It was reported that not all display segments light during power on short test (post). There is no reported patient involvement.

Manufacturer narrative:
(B)(4). The unit was not returned for investigation. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.